Event description:
It was reported that the pt was revised for pain related issues. Some osteolysis was noted around the femoral component and the acetabular shell. The implants were stable, however, the shell was removed and milky fluid noted.

Manufacturer narrative:
This case was reopened on (B)(6) 2013 to enter additional information which had been received on 10/25/2013. Since this case is related to the issue for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that implantation side was on the right side. Reasons for revision surgery were pain, osteolysis, wear and metallosis (co). Implantation surgery took place at: (B)(6). Implant surgeon was (B)(6).

Manufacturer narrative:
This case was reopened on 11/18/2004 to enter the additional information which was retrieved on 11/14/2004. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information was received on 06/24/2015. The devices were returned and the result of the visual examination has been made available. Visual examination: during the visual examination the durom acetabular component presented condensed regions of third body material on the porous coating, scratching on the porous coating and third body material on the articulating surface and the rim. The metasul ldh large diameter head presented third body material on the articulating surface and scratches on the face. The metasul ldh head adapter presented scratches on the distal face, third body material on the inner taper surface and third body material on the taper cavity floor.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. Osteolysis can be a risk for metal on metal (mom) implants in general. Should add'l info become available and / or the device (s) be returned for eval and an investigation result be available, that changes this assessment, and amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).